Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was making a buzzing noise when connected to a battery device and when the mode switch was in the forward or reverse position. It was further determined that the device was not working at all. A visual and functional assessment was performed which found that the device failed the marking and labeling, as the serial number was not clear (legible, but difficult to see), functional test as the device was not working at all and the safety assessment because the device did not run when the trigger was pressed and there was no function and no motion. The device also failed the mode switch test as the device was not working at all and was only making a buzzing noise when connected to a battery and the mode switch was in the forward or reverse position. It was further determined that the electronic control unit (ecu) was damaged and the wires contacts were corroded and had an unknown liquid substance on it. It was it was observed that the gear components had debris and corrosion. Therefore, the reported condition was confirmed. The assignable root causes were determined to be due to improper cleaning and normal wear. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the battery reamer/drill device made a high pitch noise. There were no delays to the surgical procedure as a spare device was available to complete the surgery successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.